Event description:
Consumer complaint of low blood glucose results. Reviewed meter memory - 24 mg/dl, 36 mg/dl, 156 mg/dl, 123 mg/dl, 160 mg/dl. Patient did not want to take further results at this time. Patient not feeling ill. Patient normal results are about 90-110 mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).